Manufacturer narrative:
Device analysis report attached. This report is submitted on may 15, 2024.

Event description:
Per the clinic, the patient experienced an infection and skin breakdown at implant site, exposing the receiver/stimulator (date not reported). Subsequently, the patient underwent a skin flap rotational surgery and irrigation on (B)(6) 2024. The device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.